Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented for a scheduled implantable cardioverter defibrillator change. A fluoroscopy was performed, and it was discovered that the right ventricular lead had externalized conductors between the superior vena cava (svc) and right ventricular coil. On (B)(6) 2020 the right ventricular lead was capped and the device was explanted. The patient was in stable condition post-procedure.